Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer checked their blood glucose and it was over 600mg/dl. The customer stated they have bronchitis and was advised that the medication will raise their blood glucose. Customer stated that the insulin pump was not the cause of high blood glucose, so declined troubleshooting.